Manufacturer narrative:
Batch review performed on 04 december 2019. Lot 102868: (B)(4) items manufactured and released on 30-sep-2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: 8 years after tka, a secondary patella resurfacing surgery is undertaken, and then the original prosthesis is found loose and replaced. Aseptic loosening is a possible adverse event following total joint arthroplasty, described in literature, and causes remain often undetermined. We could find no hints in this case of a clear cause for loosening, but we do not see any reason to suspect a faulty device. Additional implant involved in the event, batch review performed on 04 december 2019. Gmk-primary 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot. 111043. Lot 111043: (B)(4) items manufactured and released on 05-may-2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient complained of pain in the knee, in the anterior region. When the surgeon opened the knee, he noticed loosening of the femoral component and loosening of the tibial implant, so everything was removed. It was noticed a large defect on the internal part of the femoral condyle. The surgeon did not notice anything about the rxs at his disposal. Unfortunately, a revision system was not available only a gmk primary (implants and instrumentation) was available. So the surgeon performed the revision with primary system and compensated the defects with cement 8 years after primary. The surgery was completed successfully.